Event description:
Boston scientific crm received information that this system had a right ventricular (rv) pacing impedance measurement greater than 2500 ohms. An increased pacing threshold was also observed. It was suspected the lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
As the patient was in a sinus rhythm, the device was electively programmed to unipolar pacing mode. Measurements in unipolar mode were acceptable, and the physician decided to take no further action than routine follow-ups. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that the device was explanted for an unspecified reason and returned for analysis.